Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument clamp broke. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the event occurred during surgery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding a broken clamp was confirmed by failure analysis.